Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Initial op notes verify that the patient had left tha due to osteoarthritis. Left hip not revised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157848 lot 872810 m2a cup 48x42mm, 103202 lot 397710 femoral stem 7.5x135mm, 157442 lot 729460 m2a head 42mm, 139256 lot 446680 m2a taper adapter stdtim. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04892 head.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent left hip anthroplasty. Legal counsel further reports patient suffers from metal on metal complications. No revision has been reported for the left hip. Attempts were made to obtain additional information; however, none was available.